Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set "fell apart" from the connection during use. The following information was provided by the initial reporter: "customer stated that the smartsites are falling apart from part of the connection while using it with patients."

Manufacturer narrative:
H6: investigation summary: the customer reported the smart sites are falling apart, and returned one used sample and 14 unused of material #10802688. The used samples had 1 tubing, and two drip chambers, along with an extra extension set (no defect). The unused bag had 4 failures out of 14 samples, so in total there were 6 failures of separation below drip chamber. There was varying amounts of solvent applied to the failed sets, but the root cause for all remains insufficient solvent. Manufacturing found the root cause of insufficient solvent to be inconsistent use of fixture and undefined depth spec for dispenser pe-2556. Three actions have been implemented to address the failure mode, which include a quality alert on the clearance line to assure the proper solvent dispenser functionality, tool design to determine optimum screw depth, and a solvent applicator procedure reflecting optimal screw depth and preparation. A device history record review for model 10802688 lot number 21069556 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set "fell apart" from the connection during use. The following information was provided by the initial reporter: "customer stated that the smartsites are falling apart from part of the connection while using it with patients."